Event description:
It was reported that this device recorded an error indicative of voltage too low for the projected remaining capacity during a pre-implant status. A request was made to have data from this device analyzed. At this time, the device has not been implanted. No patient involvement.